Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. The analyst noted that the device had no output or telemetry when received, and that the patient had been lost to follow-up for over a year. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. It was determined that the device had reached end-of-service. The patient had been lost to follow-up and had not seen a physician in over a year. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.